Event description:
It has been reported to us that during the procedure, the tip of the guide wire separated and became lodged inside the pacing lead. The physician inserted the guide wire into the pt for an electrophysiology procedure. At some point during the procedure, the tip of the guide wire became lodged inside the pacing lead. The guide wire was pulled back and the distal tip of the wire separated and remained inside the lead. The pt was transferred to interventional radiology, where the guide wire distal tip was successfully snared and removed from the pt. The pt is reported to be fine. Request for add'l info and product status has been made.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.